Event description:
It was reported that the pulse generator exhibited greater than 2000 ohms impedance. The leads tested normal through the pacing system analyzer, so the pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found output anomalies due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.